Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, h3, g2, h6. (Type of investigation, investigation findings, component codes, investigation conclusions). The complaint was received through a direct call from the customer to the emergency support program. - (pump and iab) troubleshooting was performed with the nurse and determined that the devices were working as intended. No patient harm or injury was noted. Troubleshooting identified the nature of the alleged issue and reviewed that the therapy was functioning appropriately given the patient¿s clinical picture. The alleged issue was not related to a device malfunction, rather the patient¿s clinical status. Catina rn calls asking for support of an unknown occurrence of the pump ¿pausing¿. She states she is not sure what the reason the pause occurred, but the night rn told her it happened overnight as well. We printed alarm logs and verified ¿gas loss¿ alarms had occurred once on catina¿s shift today and overnight. I guided her in proper troubleshooting techniques according to our IFU. The pump is operating as expected and catina is informed of proper steps to troubleshoot and restart therapy per the IFU. She is very appreciative of the information shared and has my direct number to call again if necessary. (B)(6), and (B)(6) notified.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use that cardiosave intra-aortic balloon pump (iabp) rn calls asking for support of an unknown occurrence of the pump ¿pausing¿. She states she is not sure what the reason the pause occurred, but the night rn told her it happened overnight as well. We printed alarm logs and verified ¿gas loss¿ alarms had occurred once on (B)(6) shift today and overnight. No harm reported.